Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-13036. The pt reported an issue with uncomfortable heat at the ipg site during charging and when stimulation was on. The pt stated she felt warmth from the surface of her skin and once stimulation was turned off, her skin was no longer hot to touch. The pt was to discuss future options with physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.